Manufacturer narrative:
A review of the technical service onsite history showed the laser was serviced prior to the event. Logfile review showed the z-offset and inclined offset were changed by field service engineer (fse) prior to the event. The setting of the z-offset which determines the flap thickness was done by test cuts in pmma and the measurement of these test cuts with the usb-microscope camera were to be done by the service engineer after service was performed. If the calibration of the microscope camera is not done correctly then this could cause wrong measured thickness values of the pmma-cuts leading to a difference of flap thickness between the measured and the real thickness after service is finished. A change of the value for the inclined offset during service should be an indicator that fse should recheck the usb-microscope camera adjustment (focus) and mb-ruler scale definition. The pmma-cuts need to be repeated to make sure the z-offset is set correctly. Z-offset and inclined offset were not correctly set at the service visit prior to the event. The reason for which could be calibration of the microscope camera, which was not done correctly by fse during the service visit. After the day of the reported event, during an onsite visit, the fse changed the z-offset and inclined offset and performed the necessary calibrations. Pmma sample were received for analysis to determine if the recalibration after the event was successful, especially, if the setting of the z-offset and inclined offset were correct. The analysis showed the cut depths of the pmma cuts were in the related specifications. The device is working within specifications and as intended. The root cause is a wrong setting of z-offset and inclined offset. The root cause for the wrong setting could be calibration of the microscope camera, which was not done correctly by fse during technical service onsite prior to event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported that after successful refractive surgery flaps were thick. Flaps were measuring between 130 microns and 150 microns. The patient is reported to be fine with no impact. There are multiple related reports for this facility. This report addresses the patient one's right eye and another manufacturer report will be filed for the fellow eye.